Event description:
It was reported to depuy acromed that a moss miami polyaxial screw broke during final fixation of the outer nut. Surgery time was extended by 30 minutes. There were no other adverse consequences to the pt. The products (polyaxial screw, outer nut) were returned to the MFR, depuy germany for product eval. According to the eval performed by depuy germany's quality assurance dept, the complaint is unjustified as the products in question conformed to all technical specs. The most likely cause of the event is excessive force placed on the screw during insertion. This excessive force could have been caused by a rotational moment exceeding the recommended limit of 8-10 nm. Caution should be taken not to over-torque these devices. No further action is required.